Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30438193l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male ((B)(6)) patient born (B)(6) underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient experienced a drop in blood pressure which was noted after transeptal. No effusion seen at that time. Later after mapping and ablation another drop in blood pressure was noted and an effusion was visible. Consultant advised likely a slow leak since the transeptal. Ablation was abandoned and a drain inserted. Consultant determined the effusion was likely caused during the transpetal puncture. There was no evidence of a steam pop. Flow rates were set at standard settings. There were no error messages and force visualization settings were graph, dashboard, vector & visitag. Visitag: 3 mm, 3 s, 3 g, 25%. A transeptal puncture was performed with an unknown needle type and an agilis sheath was used. No error codes were reported. The patient stayed overnight and returned home the next day as planned. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.